Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. X-ray examination found the inner coil was overtorqued inside the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification. The cause of helix mechanism issue was due to the helix being clogged with blood/ tissue and overtorque of the inner coil.

Event description:
It was reported during implant procedure that the atrial lead dislodged and was unable to be repositioned due to helix rotation issues. The lead was removed and the procedure was successfully completed. There were no patient consequences.